Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was found the ccd failure and its failure caused no image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus service operation repair center (sorc), that it was found that the image of the subject device was not displayed. The subject device had been returned from the user because the image of the subject device had problem. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc) and it said that no image was displayed due to the ccd unit failure, omsc considered there was the possibility this phenomenon was attributed to no working of the video function due to the ccd unit failure of the subject device. If additional information becomes available, this report will be supplemented.